Manufacturer narrative:
Correction to h8: from unknown to reuse. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The device was returned for evaluation where the reported event was confirmed. Based on the results of the investigation, the foreign material was found to be blood and the foreign material might have remained because the facility could not complete reprocessing before they sent the device to olympus due to a leakage. From the information obtained, the reprocessing was carried out in accordance with the IFU, but unable to be completed. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the following chapters describe reprocessing procedures. Phenomenon might be prevented by following these chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasound gastrovideoscope had fluid invasion, there was blood in the channel. The issue occurred during an unspecified procedure. There were no reports of patient harm.